Manufacturer narrative:
Based on the results of the investigation, it is likely that the damage observed on the distal end resulted from improper handling of the device. However, the root cause could not be conclusively determined. The device was manufactured in october 2016, but the specific date is unknown. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The event can be prevented by following the instructions for use (IFU): the device IFU (instructions for use_ 99-1080_bg) states: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects;" "keep the distal tip of any electrode, probe, laser fiber, or other ancillary device in the field of view at all times when active." (Page 4) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, the distal tip of the repair scope was burned and had a peeling metal piece. There were no reports of patient involvement.